Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked for what appears to be supra ventricular tachycardia (svt) episodes detected as ventricular tachycardia (vt)/ ventricular fibrillation (vf) by the implantable cardioverter defibrillator (ICD). A follow up with the patient¿s healthcare provider yielded that the device was reprogrammed. The device continues to be monitored and remains in use. It was further reported that the right ventricular (rv) lead had high thresholds. A follow up with the patient¿s healthcare provider yielded that the lead was reprogrammed and continues to be monitored. The lead remains in use. No further patient complications have been reported as a result of this event.